Event description:
Customer reported that on (B)(6) 2014 at 6:30 pm she attempted to perform a test using her adc blood glucose meter, but the meter would not turn on when the button was pressed or with test strip insertion. Customer further reported experiencing "shaking" which she believed was due to her having "low blood glucose". Paramedics were called and transported her to a local healthcare facility emergency room. At the ER customer was diagnosed with hyperglycemia and treated with an intravenous infusion of unknown type, in addition to receiving insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's meter has been returned and an investigation is in process. A follow-up report will be filed once the investigation is completed. During troubleshooting it was revealed the customer was using test strips that expired on march 31, 2012. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
"Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.